Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. The customer's reported problem regarding wrong cassette alarm was able to be duplicated. Simulated use testing was able to replicate the error with a disposable attached. After removal of the cassette the pump did not alarm for "no disposable attached". The pump did alarm with a double beep after powered up and with a disposable attached. The dso will be replaced and was determined to be the root cause. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received information was received that a cadd legacy had alarmed "wrong cassette-won't run". No further information was provided.